Event description:
The unspecified microbes were found to be 19 colony forming units (cfus) of coagulase-negative staphylococci and micrococcus spp. Additionally, it was observed that during the device evaluation, the scope exhibited internal damage to biopsy port as well damage to the biopsy channel at the distal end.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Corrected fields: b3, b5. Updated fields: h2, h3, h6 and h11. The customer cds processes were unable to be reviewed as they were not provided. There was no information to judge deviation from the IFU. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: aspergillus species. After decontamination, the device was tested again confirming no growth after 48 hours. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1. Bacterial identification: n/a. The device was evaluated where damage was found at the biopsy channel inlet (port) and the distal end likely resulting from physical stress. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 19 colony forming units (cfus) of unspecified microbes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.